Event description:
Hcp reported the patient presented 12/2003 with an increase in pain due to an increase in activity. The pump medication delivery was increased from 2.5 mg/daily to 3 mg/daily with a .75 mg bolus given. Six days later, the patient expired. The pump was removed that same day and then returned to the MFR for analysis. The pump was interrogated: telemetry shows the pump was running on a simple continous mode of 3 mg/day. The drug concentration was 10 mg/ml morphine. The patient was then receiving 0.3 ml/day. The expected reservoir volume was 8.7cc and the actual reservoir volume was 11.5 ml liquid. An autopsy is pending the results of the pump analysis. The hcp does not believe the death was device related. A follow up report will be sent when additional is obtained.